Event description:
The customer contacted stryker to report that their device's language and child buttons were inoperative. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was evaluated by a stryker product assessment center technician (pac tech). The pac technician could not confirm the reported issue. Device log analysis shows that the user did not press the buttons in the correct order, resulting in the device not being able go into setup mode. The cause of the issue is user error. The device was archived by stryker.

Manufacturer narrative:
The device is being returned to the stryker depot for evaluation. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device's language and child buttons were inoperative. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.